Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On 01/03/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The event log was reviewed, and it confirms that there was an abrupt power off during an infusion. This is seen on event line 309. There is a log_event_on without the log_event_off with it. An 100 ml infusion was attempted and the pump powered off right away with no alert or alarm. The reported issue is confirmed. The pump does not meet passing criteria.